Event description:
It was reported that during in house training, the cardiosave intra-aortic balloon pump (iabp) generated an error code stating to disconnect the trainer due to patient EKG being present. It was noted that since the event was during a training session, no patient was connected to the iabp unit. The iabp unit generated a constant alarm and the training was unable to continue. The iabp unit was swapped out with another cardiosave iabp to continue the training session. The customer's biomed and lead anesthesia technician was notified. The customer performs their own service. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d10. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they evaluated the iabp unit and to fix the issue the front end board was replaced. All calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during in house training, the cardiosave intra-aortic balloon pump (iabp) generated an error code stating to disconnect the trainer due to patient EKG being present. It was noted that since the event was during a training session, no patient was connected to the iabp unit. The iabp unit generated a constant alarm and the training was unable to continue. The iabp unit was swapped out with another cardiosave iabp to continue the training session. The customer's biomed and lead anesthesia technician was notified. The customer performs their own service. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during in house training, the cardiosave intra-aortic balloon pump (iabp) generated an error code stating to disconnect the trainer due to patient EKG being present. It was noted that since the event was during a training session, no patient was connected to the iabp unit. The iabp unit generated a constant alarm and the training was unable to continue. The iabp unit was swapped out with another cardiosave iabp to continue the training session. The customer's biomed and lead anesthesia technician was notified. The customer performs their own service. There was no patient involvement and no adverse event was reported.